Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to detect fridge and tower. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system failed to detect refrigerators and tower. A field service engineer (fse) observed that the drawer 2.2 on main row b was not detected on the bus, despite all row boards showing active light emitting diode indicators. The fse re-seated all cables and wires and cleaned the inseparable, followed by a system reboot. Row b still did not appear in the hardware test application (hta). To isolate the issue, row board b was swapped with row board c. After rebooting, row b was successfully detected and verified as operable in hardware test application. Fse launched application and completed test. Escort accessed pyxis. Proactive systems checks were performed. The system functioned as intended after the field service engineer repaired the device.